Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional informaiton is required.

Manufacturer narrative:
(B)(6). E1: initial reporter state - bc labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning sensation and blister under entire patch area. The area was prepared with alcohol before placing the sensor on the body. The patient's doctor prescribed doxycycline antibiotics and was advised to use a barrier film patch to avoid direct contact with the skin. At the time of the report, the patient was fine. No additional patient or event information is available.